Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
Note: this report pertains to the third of three endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. The customer reported that two more peg kits were used, and the same problem occurred. The procedure was completed with a different peg device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h10: the returned endovive safety peg kit push method was analyzed. The feeding tube was not received, only the thermoformed tubing portion of the push gastrodome assembly was received for analysis. The barb connector that is in between the feeding tube and the thermoformed tubing was cut in half with only the side connected to the thermoformed tubing returned. Visual inspection of the thermoformed tubing did not note any exterior kinks or damage. A .035 guidewire was inserted through the returned barb connector and difficulty in advancing the guidewire was not noted. The tip of the guidewire was able to pass through the length of the thermoformed tubing. Visual inspection of inside the returned portion of the barb connector showed no obstruction or evidence of glue/adhesive. With all the available information, boston scientific corporation (bsc) concludes the reported event of peg tube obstruction could not be confirmed. The feeding tube and barb connector component were not returned with the device for analysis. However, the batch number reported was found to be within scope of the associated corrective and preventive action (CAPA) investigation. The investigation of previously returned devices within the scope of this CAPA have found an obstruction of adhesive on the feeding tube side of the barb connector. Adhesive is used during assembly, and it is likely that the obstruction was the result of incorrect placement or excessive use of adhesive, resulting in obstruction of the hypo tube. Therefore, the most probable root cause is manufacturing deficiency. Bsc initiated a CAPA investigation to determine the root cause of this problem. The hypo-tube inside the transition joint of the returned device was found to be blocked with adhesive. Investigation identified a potential scenario in which the tip of the glue dispenser touches the threaded tip of the barb as it moves into position for glue and torque at the mini bolster. This could cause glue to migrate into the lumen of the barb component and cause a blockage. An initial containment was implemented on (B)(6) 2023, and the pneumatic flow valve of the equipment was adjusted to ensure that the glue dispenser does not move into position until the barb is in the correct position, preventing the potential for this issue to reoccur. Additional corrections were implemented on 05feb2024 to add 100% pin gage inspection after the mini bolster step for push method device types. An investigation to address this problem has been completed.

Event description:
Note: this report pertains to the third of three endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. The customer reported that two more peg kits were used, and the same problem occurred. The procedure was completed with a different peg device. There were no patient complications reported as a result of this event.